Manufacturer narrative:
On july 26, 2021, mentor became aware that an incorrect date of implantation was provided in the initial report sent on july 19, 2021. The correct date of implantation has been populated. Manufacturer¿s reference number: (B)(4). Correct date of implantation of (B)(6) 2015 has been populated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 450cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. The rupture was diagnosed via mammogram and physical examination. As a result, the patient underwent implant explantation and possible replacement with two mentor saline implants (catalog: 350-2425) on (B)(6) 2021.